Event description:
The customer reported the au5800 clinical chemistry analyzer generated intermittent negative anion gaps due to erroneous low sodium (na) and potassium (k) and erroneous high chloride (cl) patient results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics. The customer provided verbal example for one (1) patient.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse inspected the instrument and found white build up on the tip of the buffer syringes and noted they were more than 6 (six) months old. The fse replaced the buffer syringes to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reported phone number is :(B)(6). Beckman coulter internal identifier is (B)(4).